Manufacturer narrative:
The reported event of deformation could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a patient presented with an atrial septal defect (asd) with an absence of an anterior aortic rim. After sizing the defect, a 32mm amplatzer septal occluder (aso) was selected for implant. The device was inserted and positioned, but pulled through the defect and was deemed too small. The device was replaced with a 34mm aso. Both the left atrial disc and right atrial disc were deployed, but the ice images revealed the anterior margin of the device adjacent to the aortic valve did not appear fully expanded. A push-pull test was performed and the device pulled through the defect. The physician decided to abort the procedure and obtain cardiac surgery consult due to the risk of erosion.